Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date: january 4, 2021 - january 5, 2021. H10: the device was received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (dark) was found inside a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during set up and preparation. There was no patient involvement. No additional information is available.